Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed using an ihealth test and the results were positive. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: " I believe this caused me to get a false negative result. I used an ihealth test and it was positive. I would not recommend this test."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The customer's address is unknown. (B)(6) has been used as a default.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed using an ihealth test and the results were positive. There was no report of patient impact. (B)(4) the following information was provided by the initial reporter: " I believe this caused me to get a false negative result. I used an ihealth test and it was positive. I would not recommend this test."

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges ¿customer received a false negative test result and a scan image failure¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false negative or scan image failure. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. See h.10.